Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The pt reported that he found his infusion device adapter cracked and was leaking insulin. He stated that he experienced elevated blood glucose (values not provided) which were so severe that he ended up being admitted to the hospital and diagnosed with dka. He stated that he was "out of it" and does not know what his blood glucose readings were. He stated that he was given an insulin IV while at the hospital. The pt stated that he had also used his infusion set tubing longer than recommended (usage not provided). He stated that once he changed his adapter and infusion set tubing, his blood glucose values returned to normal. The pt stated that he discarded the affected product and therefore, no product will be returned for evaluation.